Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the treatment dose was not recorded in mosaiq. It was ascertained from the audit logs that the "treatment session in progress" window opened and the details of the field were selected to view. A short while after the plan was sent, mosaiq was restarted. This is the reason that the "treatment delivery not complete" message was received when communications were re-established and the patient's chart was accessed again. At this time a full treatment was delivered and recorded in mosaiq. Elekta are unable to confirm whether any dose was delivered during the period when mosaiq was restarted as no treatment records were received. Elekta have notified the customer that it is recommended that hitachi verify that no meterset was delivered at that time. Mosaiq did not have any malfunction and was working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the treatment dose was not recorded in mosaiq.